Event description:
It was reported that an armada dilatation catheter was advanced to the iliac artery, heavily calcified lesion. During the initial inflation, at 9 atmospheres (atms), the balloon burst. The device was removed without reported issue and another non-abbott device was used. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the balloon rupture was confirmed. Based on a visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.